Event description:
It was reported the implantable neurostimulator (ins) prematurely depleted. The patient¿s prior two inss were programmed to 3.5v, 185 hz, and 90 pulse width and the ins lasted three years and three months. The patient¿s current ins was programmed to 3.7v, 185 hz, and 90 pulse width and the ins last two years and three months. The patient status at the time of this report was alive with no injury. The ins was programmed in continuous mode. Following ins replacement the patient was okay. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found the battery was at normal end of life. Telemetry and output were okay. The ins had good telemetry and output and was in an eri condition when received. A longevity estimate of 22.79 months to eri was calculated based on the lower parameters stated to have been used for 1 year and 4 months at the beginning of the implant life. The amplitude was increased by 0.2 volts on both right and left sides which only slightly reduces the battery life. The estimate assumes continuous mode and 24 hours/day usage. According to the trace report taken from the ins, the battery depleted to eri in 2.04 years. The ins had not yet depleted to eos. Even using the lower parameters for the estimate the ins met the expected longevity.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.